Event description:
Information was received from a patient regarding an external device. The caller had a damaged desktop charger cord they noticed on thursday or friday, they could not plug the ac power supply into the charger. Worked with patient to check the equipment for damage and patient said there was no visible damage to the cord or the port but they are unable to get it in when they line up the arrows, they think something is bent inside the socket. Reviewed the option to transition to the wireless system. And pt said their implanted neurostimulator battery level was 100 percent, they think they can get one more charge out of the insr but hopes the transition will be complete in about a week. Offered and sent email to the reps in the area. Additional information was received from patient stating they have not heard anything and they would like to know the status of their recharger replacement. Agent reviewed no response yet from the field but that we could follow up with them. Agent reviewed with caller that we can attempt to replace the dtc and see if that resolves the issue. A request was sent to repair to replace the dtc. Agent collected the serial numbers of both devices (dtc and insr) as it is still unclear as to which component is damaged.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: c0623722, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#:(B)(6)) revealed that they replaced cable assembly due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.